Manufacturer narrative:
Not returned.

Event description:
It was reported that when the patient presented in-clinic for a normal device check, noise was observed. The patient received inappropriate atp therapy due to possible emi exposure. The patient reported being around a car battery charger at the time of the incident. Programming changes were made.